Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the medical adhesive between the ring electrode and shock coil was affected by a sharp tool and a hole was found close to the edge of ring electrode. The lead was damaged during manufacturing. (B)(4).

Event description:
This report is to advise of an event observed during analysis.